Event description:
It was reported that the insulin pump alarmed several error alarms. The caller declined to provide the blood glucose reading. No further details were given. Nothing further reported.

Manufacturer narrative:
No unexpected error alarm was noted during testing. However, alarms were noted in the alarm history due to a corrupted history file. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.